Event description:
The customer states that during use the unit alarmed low leak rebreathing risk. The customer reported that the unit was not in use on patient. The customer contacted product support and advised caller that unit may have a faulty flow sensor assembly. Product support advised to perform a complete performance verification test (pvt) to determine what the issue is. The customer advised he is trained and has the needed equipment to service unit. Product support provided part ID for flow sensor assembly. The customer to perform any needed repairs and will call back only if further assistance is needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.